Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis (ipp) due to fluid loss from a hole in right cylinder. The entire ipp system was removed and replaced with a new one. The patient is doing fine after procedure. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.